Manufacturer narrative:
A replacement power supply was sent to the customer. In follow up with the customer, she indicated that after approximately two months of use, she was removing the transformer from the outlet and it looked like the screw gave away and the whole housing came apart. The product was received on (B)(4) 2012. Though the product has been received, it has not yet been tested/analyzed by quality engineering. Therefore, no conclusions can be made as to the cause of the event. However, the customer stated that the transformer housing was cracked, which is a safety risk. This type of failure is typically associated with dropping the unit onto a hard surface or other type of severe impact. The original design testing involved dropping the unit from a 1.0 m height per ul2601-1 2nd edition. Production samples were dropped three to five times from a height of 1.0 m and the housings showed damage and cracking (only after at least three drops). This product was released as a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues for which a field action safety notification was initiated on 04/04/2011. Complaints against this product are currently being investigated in order to determine root cause and will continue to be monitored. Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed.

Event description:
The customer reported to customer service that when she went to remove the power supply for her breast pump from the outlet, the screws fell out and the housing came apart, though there was no sparking, flames or fire and an injury did not result.